Manufacturer narrative:
The field service engineer found the sample probe had the wire oxidized and was broken. This event occurred in (B)(6).

Event description:
The initial reporter received analyzer alarms and questionable results for multiple assays from the cobas e 801 module. The questionable results were not reported outside of the laboratory. The anti-tpo reagent lot was 49501100. The estradiol reagent lot number was 47819500. The other reagent lot numbers and all expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.